Event description:
It was reported that the patient came in to see the physician after an alert went off. The physician noted the out of tolerance subthreshold lead impedance alert was triggered for the right ventricular (rv) lead and exhibited slightly low impedance on the rv tip to coil vector. The physician inquired about how to reprogram to prevent the lead impedance alert from triggering as the physician was satisfied with the rv lead functioning and values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).